Manufacturer narrative:
The event of capsular contracture baker grade unknown and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and lymphadenopathy.

Event description:
Patient reported capsular contracture on both sides and ¿enlarged lymph nodes¿. This records refers to left side. Device has been explanted.

Manufacturer narrative:
Corrected data: b.3.

Event description:
Patient reported capsular contracture on both sides and ¿enlarged lymph nodes¿. This records refers to left side. Device has been explanted.